Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. The pump powered up with the appropriate audible and vibratory features. The text on the verify screen was dim and discolored. Contrast reset to maximum setting did not improve the readability of the screen. No other defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.